Event description:
Caller reported that based on a blood glucose result of hi, which on the advantage system indicates a result in excess of 600 mg/dl, customer was given 10 units of novolog insulin. One hour later, same system gave a result of lo, which on the advantage system indicates a result less than 10 mg/dl. The customer had no symptoms and was not treated, but emts were called. More than 10 minutes following the lo result, emts had a result of high on their meter, caller said, "reading was over 700 then". Customer was given insulin drip, hospitalized 2 weeks. A request was made for the return of the system, replacement was sent.